Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5147302.

Event description:
It was reported that the lead was capped and replaced due to an unknown malfunction. No patient consequences were reported. No additional information was available.